Manufacturer narrative:
All buttons functioning properly during testing however, found corroded keypad traces during visual inspection. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window and cracked reservoir tube window.

Event description:
The customer reported that the insulin pump was having issues with the buttons or intermittent response. The customer's blood glucose levels were unknown. The customer stated that the insulin pump was not dropped or exposed to moisture. The customer was advised to revert to a back-up plan according to their health-care professional. The customer was asked in verbal and written form to return the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.